Event description:
It was reported that unspecified damage occurred during use of a 23 mm transcatheter aortic valve. While advancing the valve, the patient's blood pressure dropped. No treatment was reported for the drop in blood pressure. It was suspected that the valve was not working and needed to be reloaded. The valve was reloaded using a different delivery catheter system (dcs) and compression loading system (cls) and implanted.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic evolutpro valve; product ID: evolutpro-23-us; serial (B)(6); use by date 26-nov-2025; UDI (B)(4). Continuation of d10: other medical products in use during the event include: product ID: l-envpro-1623-us, (lot: 0012228783); product type: 0195-heart valves; implant date n/a; explant date n/a, image review: one picture of the non-used valve was provided. Additionally, one pre-procedure 3mensio valve-fly-through and the pati ent summary was provided for anatomical review. Unspecified damage during use of the device was reported. From the report, it appears as if the valve which was removed from the first delivery catheter system (dcs), was re-used after a picture of it was taken, with a new dcs and compression loading system (cls) during the second successful implant attempt. Any transcatheter aortic valve (tav) that has been in contact with patient blood and exposed to air for some time should not be re-used due to the risk of thrombotic and infectious complications. Without further specification or information, it¿s not possible determining what damage was done to the valve during the first implant attempt or what led to the exchange of the dcs and cls. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.